Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) was due to the battery pack tri-cells being mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (won¿t power up) was due to a shorted c1 capacitor which also caused thermal damage under c1 on the ca board. L1,l2 and d1 were also replaced as a precaution. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
- A us distributor reported that batteries were unable to power on a monitor. - a us distributor reported that a monitor will not power up.

Event description:
A us distributor reported that batteries were unable to power on a monitor. A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was due to the battery pack tri-cells being mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (won¿t power up) was due to a shorted c1 capacitor which also caused thermal damage under c1 on the ca board. L1,l2 and d1 were also replaced as a precaution. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.